Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were reviewed and identified that during placement of the spindle, drill tips broke off in the cement and were retained by the patient. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It is reported that during implantation of a tibial spindle, while the surgeon torqued the drilled tips of the anchor plug, the tips broke off in the bone cement and were retained. Operative notes from the procedure note that any removal of the metal fragments would have risked the bony integrity and put the patient at risk for leg loss, as no residual bone stuck was available.

Manufacturer narrative:
(B)(4). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as a portion of the device remains implanted and the whereabouts of the remaining portion are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during implantation of a tibial spindle, the drilled tips broke off in the bone cement and were retained. Operative notes from the procedure note that any removal of the metal fragments would have risked the bony integrity and put the patient at risk for leg loss, as no residual bone stuck was available.